Manufacturer narrative:
Product ID 3888-33, lot# v089529, implanted: 2008 (B)(6); product type lead product ID 3888-33, lot# v089529, implanted: 2008 (B)(6); product type lead product ID 3487a-45, lot# v078605, implanted: 2008 (B)(6); product type lead product ID 3487a-45, lot# v078605, implanted: 2008 (B)(6); product type lead product ID 3708220, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3708220, serial# (B)(4), implanted: 2008 (B)(6); product type extension. (B)(4).

Event description:
The consumer reported there was a loss of stimulation. Trauma or falls related to the issue included the patient's lawnmower fell on him and his stimulator had not worked since. The patient's doctor was aware of the incident and the therapy was not working. Additional information received from the consumer reported steps taken to assess the patient's device since the lawnmower fell on it and it quit working included the nurse at the hospital decided it was not smashed and the manufacturer's representative (rep) went with his handheld computer and fit it with different leads. The patient's indications for use included failed back surgery syndrome and spinal pain. No patient outcome was reported for this event. Follow-up is being conducted to determine this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from the patient clarified the information in the previous letter about the "manufacturer representative went with his handheld computer and fit it with different leads." This statement was clarified as they had their device reprogrammed by a manufacturer representative and that it doesn't work on their back anymore and that the legs work fine. No further actions were taken to resolve the stimulator not working since the lawnmower fell on it, and patient does not use the device anymore. The issues never resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient's weight at the time of event was (B)(6) pounds. No further complications were reported/anticipated.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 3888-33 lot# v089529 serial# implanted: 2008 (B)(6) explanted: 2017 (B)(6) product type lead product ID 3888-33 lot# v089529 serial# implanted: 2008 (B)(6) explanted: 2017 (B)(6) product type lead product ID 3487a-45 lot# v078605 serial# implanted: 2008 (B)(6) explanted: 2017 (B)(6) product type lead product ID 3487a-45 lot# v078605 serial# implanted: 2008 (B)(6) explanted: 2017-08-28 product type lead product ID 3888-33 lot# v089529 serial# implanted: 2008 (B)(6) explanted: 2017 (B)(6) product type lead product ID 3888-33 lot# v089529 serial# implanted: 2008 (B)(6) explanted: 2017 (B)(6) product type lead product ID 3487a-45 lot# v078605 serial# implanted: 2008 (B)(6) explanted: 2017 (B)(6) product type lead product ID 3487a-45 lot# v078605 serial# implanted: 2008 (B)(6) explanted: 2017 (B)(6) product type lead product ID 3708220 lot# serial# (B)(4) implanted: 2008 (B)(6) explanted: 2017 (B)(6) product type extension product ID 3708220 lot# serial# (B)(4) implanted: 2008 (B)(6) explanted: 2017 (B)(6) product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-09-08. The patient reported that he just had the leads and neurostimulator (ins) replaced because the leads were ¿wrecked¿ when his tractor rolled over him. The patient reported that he met an unknown manufacturer¿s representative (rep) later that adjusted his stimulation so that the severe pain was taken care of but the patient still had some pain after reprogramming. No further complications were reported.